Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. DHR review: the device history record (DHR) for 00515047501, could not be performed as a lot number was not provided for the reported event. Technical review and physical evaluation: on 23 october 2019, a returned product investigation was performed on the 00515047501. The physical evaluation revealed that the device was not returned in the manufactured packaging, and that it would not power on. Further review noted that the batteries in the device showed signs of overheating and expanding. The results of the returned product investigation have confirmed the reported event. Probable cause/root cause: while the returned product investigation confirmed that the fan spray kit was not working and there were signs of the batteries overheating, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: review of the information provided during the investigation determined there is no further actions needed at this time. This complaint will be tracked and trended per complaint trending procedure for any adverse trends that may warrant further action.

Event description:
It was reported that during the surgery, this product didn't work as usual. Therefore, there was a 0-15 minute delay so that the surgeon could prepare an alternative product to complete the surgery. During the evaluation, it was discovered that the batteries were warped, and the batteries in the device showed signs of overheating and expanding. No adverse events were reported as a result of this malfunction.